Event description:
On (B)(4) 2012, the reporter contacted animas on behalf of her son (the patient) alleging that the pump's alarm history was inaccurate. The patient and the reporter claimed that they had gotten some occlusion alarms on (B)(6) 2012. However, the patient and reporter alleged that the occlusions were not recorded in the alarm history. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the alarm history was missing some occlusion alarms. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2011]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours with no issues. During evaluation occlusion alarms were induced and the pump alarmed appropriately, and the alarms were recorded in the pump history. Unrelated to the event the force sensor was found to be out of calibration, the force sensor pins were found to be partially dislodged. And the display was found to be misaligned.